Manufacturer narrative:
(B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot number qhmjdr / y923h06, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: during procedure, we had a suture snap note: events reported via mw # for intra-op suture breakage and mw # 2210968-2021-01750 for post-op suture breakage.

Event description:
It was reported that an animal underwent spay procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke.